Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported, during three different cataract surgeries, there were important variations of the intraocular pressure (iop) in the anterior chambers, associated with low aspiration, resulting in capsular bag ruptures requiring anterior vitrectomies, and different intraocular lenses (iols) implanted than were planned. One of the patients received an iol that was placed in the sulcus. All three events occurred on the same morning, with the same system. There were three cassettes involved (one for each surgery), and two different surgeons. The surgeons and the surgical staff are well-experienced, and the system was calibrated. No patient identifiers, surgeon data, or post-operative data was immediately available. Subsequent requests have been made to obtain additional information, but none has been provided.